Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the main keypad assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed keypad assembly was further evaluated in the failure analysis center. It was observed that the shock button was intermittently causing the defibrillation energy to disarm.

Event description:
The customer reported that their device had its service indicator illuminated and had logged an event code related to defibrillation energy delivery. During testing of the device, it was observed that the device was not delivering defibrillation energy. There was no report of any patient use associated with the reported issue.